Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unk), the device delivered two shock successfully. The device was charged a third time to 360 joules. The clinician decided not to administer a third shock and attempted to discharged the device internally. However, the device inappropriately delivered the energy to the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.